Event description:
It was reported that the right ventricular lead had high pacing impedance and was possibly fractured. It was also reported that the device was sensing noise and a set screw issue was suspected because it was in so tight that it could not be unscrewed to detach the lead from the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. It was noted that there was a damaged grommet. (B)(4).